Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested a repair of the device. There was no report of patient involvement.